Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there were no abnormalities that would have caused to the reported condition. Functionally, a reload was inserted into the adapter and it was not recognized. Upon further examination, the slip ring cannula was found to be rotated out of position. The adapter was taken apart further and the proximal flex cable was found to be torn. It was reported that the device did not recognize the attached reload properly. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, cartridge was not recognized when connected so user could not proceed with opening/closing check. There was no improvement even when the adapter was reconnected. After replacing only the adapter, it could be used without any problem afterwards. There was no patient involvement. Medtronic's initial evaluation of the incident device found the switch state was open. The issue was in the proximal end of the adapter.